Event description:
It was reported the pt experiences a burning sensation in her leg when she sits too long. It was also reported the pt's scs ipg has moved to the point that she sits on it. A sjm rep reprogrammed the pt's scs system. The physician contemplated doing a scs ipg revision if the issue was not resolved. F/u identified the issue has not been resolved. The sjm rep will perform a second reprogramming of the scs system. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.